Event description:
It was reported, the patient has had issues with her scs lead migrating in the past nine months. The patient underwent surgical intervention to revise her scs lead on (B)(6) 2013. During the procedure, the physician accidentally cut the patient's lead and had to explant and replace the lead.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.